Manufacturer narrative:
This report is filed june 23, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
.